Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effects of worsening mitral regurgitation, mitral valve injury (tissue damage) and mitral stenosis as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (small cleft on the posterior leaflet) contributed to the reported slda and thus likely resulted in the reported tissue damage. The mitral regurgitation (mr) is likely due to the reported slda. A conclusive cause for the reported mitral stenosis and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other mitraclip (cds0601-ntr/90531u112) referenced is filed under a separate MFR number.

Event description:
This is filed for mitral stenosis and single leaflet device attachment (cds0601-xtr/90723u155). It was reported that an initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 3+ and a small cleft on the posterior leaflet. One mitraclip xtr (90723u155) was implanted, successfully reducing mr to 1. However, the pressure gradient increased from a 2 mmhg pre-procedure to 6 mmhg post-procedure. On (B)(6) 2019, a single leaflet device attachment (slda) was noted with an increase in mr to 4. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. In the physician's opinion, the posterior leaflet cleft may have caused the slda. It was reported that a possible perforation was caused by the clip. On (B)(6) 2019, two mitraclip ntrs were implanted to stabilize the slda and to further reduce mr. Post procedure mr was reduced to 1+. The pressure gradient after implanting the first mitraclip ntr was 4 mmhg, however after implanting the second mitraclip ntr (90531u112) the pressure gradient increased to 6 mmhg. There was no clinically significant delay in the procedure. No additional information was provided.